Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine follow up. A review of the electrograms revealed that the pulse generator exhibited atrial oversensing. No intervention was reported. No further information was available at this time.